Event description:
It was reported that approximately 21 days after the implant of this right ventricular (rv) lead, the patient experienced pain and a pericardial effusion caused by a right ventricle perforation which the physician confirmed through fluoroscopy examination. The physician decided to explant and replace this rv lead. The device is not expected to return. No additional adverse patient effects were reported.